Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 6900ptfx 31 mm valve underwent a valve-in-valve procedure due to mitral regurgitation. Implant duration of the pre-existing surgical valve is approximately two (2) years and five (5) months. The tavr was performed with an edwards transcatheter valve. No other details at this time.

Manufacturer narrative:
Updated sections b5 and h6 per additional information received on 06/14/2022. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Central regurgitation can also develop progressively if host fibrotic tissue grows onto the bioprosthetic valve. Based on the information available, the complaint is unable to be confirmed and a definitive root cause cannot be conclusively determined. An edwards defect has not been confirmed.

Event description:
It was learned that the patient approximately two (2) months after the procedure. The cause of death was not provided. No other details available.